Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited noisy signals on the non-boston scientific right atrial (ra) and right ventricular (rv) leads. Technical services (ts) reviewed the stored data and noted that the electrogram (egm) does not appear to have any inappropriate atrial tachy response (atr) due to oversensing recorded. It was also noted that the health care professional (hcp) was able to reproduce the noisy signals with isometrics. No adverse patient effects were reported. At this time, the product remains in service.